Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) had air in her patient line during initial drain. The hp reported that she unplugged the hc and plugged into another wall outlet so she would not overload the first outlet. The hp now had air in her patient line but has had no alarms. The hp did not close the clamps. The tsr instructed the hp to start over with new supplies. The tsr assisted the hp to end therapy. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding air in line. The hp reported that the issue was resolved, but she did not know the cause of the air. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she had primed the line. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.